Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of optease vena cava filter. The information provided indicated that the filter subsequently tilted and perforated. The patient also reported perforation of the filter struts outside the inferior vena cava (ivc) blood clots, clotting and/or occlusion of the ivc and that the device was unable to be retrieved. The patient reported that this has caused emotional distress, mental anguish, anxiety and stress. According to the medical records the indication for the filter was a patient that was status post trauma and also required additional intravenous access. The filter was placed via the right basilic vein and deployed within the infrarenal vena cava, followed by placement of a double lumen percutaneous intravenous central catheter. The patient reportedly tolerated the procedure well with no immediate complications. Approximately 15 days later an attempt was made to remove the filter, as it was no longer needed, however a venogram performed at the time showed extensive thrombus within the filter and extending approximately 1 cephalad from the cone of the filter. The medical records noted that the clot remains below the level of the renal veins and therefore the filter was not removed. According to the information provided by the patient an ultrasound reported thrombus and deep vein thrombosis to be present. The clot was later seen again in a venacavogram which prevented removal of the ivc filter. A later computed tomography scan performed for evaluation of the filter noted perforation. The patient reports that they will have to remain on anticoagulants indefinitely. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion related to clotting do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt and perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that, the sheath was retracted and an optease filter deployed in the infrarenal cava. The patient tolerated the procedure well without immediate complication. Additionally, medical records state that the inferior venacavogram through the sheath demonstrates extensive thrombus within the filter and extending approximately 1 cephalad from the cone of the filter. The clot remains below the renal veins however. Therefore, the filter was not removed and the sheath was removed. The impression of the the surgeon was extensive thrombus remaining within the infrarenal ivc filter and the filter will not be removed. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 7 days post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. The patient also reports an attempted but unsuccessful percutaneous removal procedure 15 days post implantation. These injuries have caused emotional distress, mental anguish, anxiety and stress.